Event description:
It was reported that the luer connector of a prismaflex st100 set c was cracked. This issue was further described as, ¿after the start of blood drawing, when the return end had cracks from the y connector, it was found that the luer connector had cracks¿. This event occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. The returned photographs were reviewed, and it was noted that the cone of the return male luer lock (mll) was broken. The reported condition was verified. The cause of the reported condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.